Manufacturer narrative:
Upon analysis of the ins ((B)(4)), the ins was found to be functionally okay with insignificant anomalies.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, product type: lead. Product ID: neu_unknown_ext, product type: extension. (B)(4)

Event description:
The company representative reported impedances greater than 40000 ohms on electrodes 8-15. Prior to reporting, the rep removed the lead 4 times and re-measured without resolution. It was reviewed that impedances greater than 40000 ohms indicated an open circuit. The rep switched lead/extension position in the implantable neurostimulator (ins) port. The elevated impedance did not follow the lead/extension. It was recommended switching electrodes 8-15 with 0-7; the problem did not follow the lead. The rep tested the lead in mltc with all electrodes normal. The lead was reinserted into ins and electrodes 8-15 were having issues. It was recommended replacing ins; but the problem continued on new ins. An x-ray of the header block was considered to ensure electrodes are aligned properly in ins. The extension was disconnected then reconnected to the ins and the issue was resolved. There were no patient symptoms reported. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The implantable neurostimulator (serial # (B)(4)) was returned, but analysis has not yet been completed.

Event description:
The ins was returned, but analysis has not yet been completed. When analysis is completed, a follow-up report will be sent.